Manufacturer narrative:
(B) (4) the home patient service representative (hpsr) department was contacted to attempt to obtain a possible lot number for the homechoice cassette that may have been involved in this incident. Hpsr indicated that the patient received a shipment of homechoice cassettes on december 2, 2009 (lot number h09j20066) and a shipment on december 28, 2009 (lot number (h09j05117) therefore, a manufacturing batch record review was performed on both lot numbers for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) device during drain 2 of 6. The home patient (hp) was not connected. The technical service representative (tsr) had the hp close all of the clamps and the transfer set, cycle the power off and on and then had system error 2367. They cycled the power off and on to 'press go to start' prompt. The tsr explained the alarms and the caregiver (cg) stated that the hp had to use the restroom and did not press stop after disconnecting. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis nurse in the morning. The hp would finish the night's therapy using manual supplies. A system error 2367 is an alarm that is due to a previous system error alarm, when this alarm occurs the hc is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. In 2010, a follow up call was made to the hp's nurse who stated that the hp was doing fine however he was at the clinic four days earlier and was suspected to have peritonitis and an exit site infection. The nurse stated that the exit site infection was due to the home patient using the wrong kind of solution to clean the site. One week later global field surveillance (gfs) received the following follow up information from global pharmacovigilance (gpv): gpv stated that the hp was diagnosed with peritonitis however the patient was not hospitalized. There was no organism identified only white blood cells were present which were 1503. The patient presented with an exit site infection and peritonitis which manifested with abdominal pain and cloudy effluent which has resolved. Per the nurse the patient was retrained in 2010 on how to properly clean the peritoneal dialysis site. The nurse stated that the events were not related to the dianeal solution or peritoneal dialysis therapy.

Event description:
The patient had a temporary pacemaker placed through the jugular vein. The pacemaker was working as intended and was no longer needed by the patient. The day shift had earlier given medications through the introducer. When the night shift nurse checked at 1900, she did not notice anything wrong with the pacemaker system. At 2200, she gave some medication through the introducer and the tubing broke and fell onto the sheets. The tubing was still attached to the patient and was quickly clamped and covered. The tubing that fell off was saved and the doctor was notified. The doctor ordered that the pacemaker introducer be removed immediately which was done. The patient was carefully monitored and assessed by the doctor. The patient had no ill affects from this incident and was discharged as previously planned.

Manufacturer narrative:
Sample was requested but discarded by the patient.